Event description:
It was reported that during procedure once all implants had been detached and during the control runs which are done at the end of the procedure, clot formation was noted on the subject coil. The patient had to be given aggrastat infusion on the table which delayed the procedure. No further information is available.

Event description:
It was reported that during procedure once all implants had been detached and during the control runs which are done at the end of the procedure, clot formation was noted on the subject coil. The patient had to be given aggrastat infusion on the table which delayed the procedure. No further information is available.

Manufacturer narrative:
H4 manufacturing date ¿ added. D4 expiration date - added. D4 gtin - added. Due to the automated manufacturing execution system (mes) there are controls in the manufacturing process to ensure the product met specifications upon release. The subject device is not available; therefore, visual testing as well as functional testing cannot be performed. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. The reported complaint could not be confirmed, and it could not be definitively determined if the device failed to meet specifications because the product was not returned. It was reported that during the procedure after implantation of the subject coil, clot formation was noticed on the subject coil once all implants had been detached and during the control runs which are done at the end of the procedure. The patient had to be given aggrastat infusion on the table which delayed the procedure. Based upon medical review, the event observed in this complaint is anticipated in nature as per the device risk assessment. As a product related root cause does not apply and the issue is due to a known physiological effect of the procedure and/or patient condition noted within the dfu, product labeling and/or risk documentation files, an assignable cause of anticipated procedural complication will be assigned to this complaint.